Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The customer had high blood glucose level between 250 to 400 mg/dl. The current blood glucose level was 249 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was known that customer had not experienced symptom related with blood glucose level. The auto mode feature was not active at the time of incident. Customer was treated with manual insulin injection or insulin pen. The insulin pump will not be returned for analysis.